Event description:
During the clinical assessment for a previous complaint, a potential type ia endoleak was observed on the final angiogram. Based on the clinical assessment for this event, the most likely cause of the proximal loss of seal was found to be device related, due to the under filling of the polymer from the broken polymer fill kit ((B)(4)). The final patient disposition could not be determined, however, there have been no further reports of negative patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.